Event description:
Reported via clinical study. It was reported a transient ischemic attack occurred. On (B)(6) 2025, a left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) was selected for use, and a 27mm watchman flx pro closure device was successfully implanted. The patient was discharged following the procedure. On (B)(6) 2026, the patient was reported to have experienced a transient ischemic attack. The patient was admitted to the hospital on (B)(6) 2026 and discharged the following day. There were no additional details provided at the time of this report.